Manufacturer narrative:
The investigation found a tear in both sides of the internal portion of the soft cannula that generated a leak causing corrosion on the pcb, mechanism rail and commutator cap. Due to the internal corrosion, the pod data was not able to be recovered, the pod could not be reactivated, and the reported pod communication error could not be confirmed. It cannot be determined if the internal leak caused the reported pod communication error. The exact cause of the reported pod communication error could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.2. Hardware: iphone16.2. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 4 and 24 hours. While the patient was sleeping, the pod generated a communication error during operation. The device investigation observed a damage to the internal portion of the pod's cannula and fluid leakage during testing.